Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 8 patients while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged samples initially generated either a positive result for sars-cov-2 (target 1) or pan-sarbecovirus (target 2). The same samples were retested on the same cobas 8800 system and 4 out of 8 samples generated either a positive result for sars-cov-2 (target 1) or pan-sarbecovirus (target 2). The same samples were also retested on a different platform (bd max) which yielded a negative sars-cov-2 result. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. Due to concerns about contamination issues on the instrument, the customer performed a 15-sample water run on the cobas® 8800 system where 5 of the water samples generated a positive result with a late CT value. The customer also completed another half-water/half-known positive sample run on the cobas® 8800 system, however, the run was invalidated as the negative control was invalid due to target amplification indicating possible contamination. The instrument was reviewed as a whole and no hardware related or systemic issue at the time the run batches were performed was identified. The reason for the discrepancy is most likely due to pre-analytic contamination as the water samples generated low positive results on the same system where the sample discrepancy was identified. No product problem was identified with the reagent or the instrument.